Event description:
The customer reported that the ventilator alarmed and that it displayed codes which indicated an spi bus failure. The customer reported the device was not in use on a patient.

Manufacturer narrative:
(B)(4).